Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific reported that this lead had high threshold measurements with loss of capture. The impedance and sensing measurements were stable. The patient has had several falls and syncopal episodes. A temporary pacing lead was added.